Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had been consuming high power output instead of the nominal. As per the engineering analysis, the elevated power is not due to pacing parameters, device mode, and magnet exposure or telemetry usage. The root cause is unknown, but is assumed to be due to a hardware anomaly. Additional information indicated that additional follow up will be done with the patient. This pacemaker still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. A review of device memory confirmed the device exhibited a high current condition. The device case was opened to facilitate inspection of the internal components. The battery was removed from the device to isolate the hybrid circuitry. Detailed testing of the internal components determined an issue with the mixed mode integrated circuit (mmic) resulted in the observed high current condition. Of note, this particular integrated circuit is now obsolete.

Event description:
Boston scientific received additional information that this pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.